Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure when the right ventricular lead was placed, the patient complained of pain while breathing. An echocardiogram was performed and a small pericardial effusion was noted, confirming cardiac perforation. Needle aspiration was performed and a pericardial drain was placed. The lead was successfully implanted, and the patient was stable and transferred to the intensive care unit for observation.